Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process, and the insulin was squirting out. Advised the customer to discontinue use of the insulin pump and revert to back up plan. The customer's blood glucose reading was 389 mg/dl. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with and error alarm as a result of a loose drive support disk.